Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon suddenly couldn¿t move the articulation. Or staff discovered a loose cable on the instrument wrist under the tip cover. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no patient harm. The broken wire was black and no fragment fell into the patient.